Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device interpreted a rhythm as ventricular fibrillation (vf) and the patient received a shock. The shock was deemed inappropriate due to the patient's rhythm of atrial fibrillation (af) with rapid ventricular response (rvr). The physician made the decision to change the pharmacologic treatment to reduce the rapid ventricular response rate. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.